Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 20 mg/dl. Customer reported a low blood glucose that resulted in treating her by the paramedics but she refused going to the hospital. Customer was treated with food. Customer has been experiencing low blood glucose for since (B)(6) 2020. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer does not use auto mode. Customer does not alleged insulin pump was over delivering. Customer was assisted with low blood glucose troubleshooting and the insulin pump condition was not the reason of her having a low blood glucose. The insulin pump will not be returned for analysis.